Event description:
It was reported that the pump began melting while the pump was charging. As a result, the customer was unable to charge the pump and the pump shut off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address bg level and continued to use manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.